Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched case and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the cannula is bent. The blood glucose reading is high. Customer also received medical assistance. When customer was admitted to the emergency room the blood glucose reading is 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).